Event description:
It was reported the battery compartment is missing parts and the metal feet on the back of the case are missing. The device was returned for calibration. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Battery drawer is broken. One bail and ring are missing. Upper and lower cases, both bail covers, and ring cover are broken. Battery release, lead flex cover, and keyboard are contaminated. Battery contacts are compressed.